Event description:
Guidant received information that this device as part of a legal notification and the patient passed away. Guidant has not specific information as to any device involvement in the patient's death.